Event description:
After additional review, it was noted that the patient now carries around an epipen just in case her throat closed up. It was stated that the patient had a situation where she was concerned about her throat closing up. It was never indicated that the patient ever had throat swelling pertaining to this event.

Event description:
It was reported that the patient "had the pump for years fine", but in (B)(6) experienced an allergic reaction 8 days after the implant of a stimulator made by another manufacturer. The patient experienced facial swelling, welts, and hives on the whole upper body and hips. The patient visited a family doctor and allergist who determined that the symptoms were an allergic reaction to the bupivacaine in the pump. The device system had always been used to deliver morphine and bupivacaine, but the doctor thought the stimulator had made the reaction "flare." The patient was carrying an epipen "in case the reaction became too bad." The pump only contained morphine at the time of report, and it was noted that all of the old drug should have been pushed through. However, the patient was still having a reaction. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).